Event description:
The customer reported the oxygen hose used on the ventilator had malfunctioned. The ventilator was not in use on a patient. Malfunction of the oxygen hose could cause loss of the oxygen source to the ventilator which will result in the ventilator switching to an air source during operation. The respironics service technician reported finding the oxygen hose disconnected from the diss hose connector mate on the ventilator. The service technician reported the hose connector was separated from the oxygen hose. The service technician replaced the oxygen hose to correct the problem. Extended self testing (est) was performed and passed to operating specification. Failure analysis of the hose found that the connector was not crimped. This is a supplier workmanship issue and the supplier has been informed.